Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported at the 6-month device check visit, the patient experienced continued phrenic nerve stimulation. Reprogramming was done, which resolved the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced positional phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming was done, which resolved the stimulation. It was noted that during the device check two months later, the patient experienced occasional positional phrenic nerve stimulation symptoms. No changes were made at that time, and the device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.